Event description:
It was reported that signal loss occurred. Analysis indicated the lot number for this complaint record is associated with the third-party unauthorized product release and use of non-conforming product that was scrapped by dexcom. The third party acted as an unauthorized remanufacturer under 21 cfr 820.3 and engaged in prohibited actions under 21 u.s.c. § 331 without dexcom¿s knowledge or approval. This is documented in CAPA-000611 and fas-sd-26-002. No injury or medical intervention was reported. No further investigation is required.

Manufacturer narrative:
B5: describe event or problem ¿ additional information. G3: date received by manufacturer ¿ additional information. H2: additional information. H6: additional information. H7 remedial action other - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.